Event description:
The white top of the applied medical kii fios first entry 12x100mm obturator separated from the clear cannula portion during surgical procedure. Device replaced and surgery proceeded as scheduled. Reason for use: laparoscopic appendectomy.